Event description:
Additional information received that the resistance was located in the middle section of the catheter. There was damage to the catheter observed; the catheter was stretched. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the package was opened, it was hydrated, and the stent was delivered into the microcatheter. During delivery, it was found that the tip of the stent could not be opened. During recovery, it was found that the stent could not retract the microcatheter. The catheter was flushed as indicated in the IFU. The devices and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The patient was undergoing blood flow-directing dense mesh stent for treatment of a saccular, unruptured right internal carotid artery c4 segment aneurysm with a max diameter of 8mm and a 5mm neck diameter. The landing zone was 4mm distally and 4.1mm proximally. The access vessel was the femoral artery with a diameter of 7mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) normal. The angiographic result post procedure was aneurysm.

Manufacturer narrative:
H3: product analysis of ped-425-18, lotno:b629485. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the distal end of pipeline flex was found to be fully opened and damaged. However, the root cause for damage could not be determined. In addition, based on the analysis findings, the pipeline flex and phenom 27 catheter were not confirmed to have resistance as no defect was found with returned pushwire and catheter. No resistance was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.